Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during repositioning of a coil for embolization of an intracranial aneurysm, the coil was detached inside the microcatheter. The coil and the microcatheter were removed from the patient's body as one unit. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information received reported that the anatomy was severely tortuous. Therefore, an assignable cause of procedural factors has been assigned to this event.

Event description:
It was reported that during repositioning of a coil for embolization of an intracranial aneurysm, the coil was detached inside the microcatheter. The coil and the microcatheter were removed from the patient's body as one unit. The procedure was completed without clinical consequences to the patient.